Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the patient had initial right tha surgery with alloclassic sl stem on (B)(6), 2011 and underwent a revision surgery on (B)(6), 2017 due to loosening of femoral stem. Acetabular and femoral components were removed and replaced. Review of received data: implant stickers belonging to the primary and revision surgery were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: metalosis, aseptic loosening due to excessive wear due to micromotion in taper connection possible: no products were returned for the investigation, therefore cannot be excluded. Aseptic loosening due to insufficient primary stability due to design not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment or in the current pms process. Aseptic loosening due to insufficient secondary stability due to blasted surface structure not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment or in the current pms process. Aseptic loosening (stress shielding) due to incorrect distribution of load due to design not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment or in the current pms process. Aseptic loosening (product with processing residuals leads to undesired tissue reaction due to auxiliary material residuals) due to wrong washing process not possible: cleaning process is monitored. Aseptic loosening due to wrong implantation possible: neither surgical reports nor x-rays were received, therefore cannot be excluded. Insufficient implant stability and aseptic loosening due to use of variall rasps instead of alloclassic rasps possible: surgical report was not received to confirm the use of rasp, therefore cannot be excluded. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, the possible causes include the excessive wear due to micromotion in taper connection, wrong implantation and use of variall rasps instead of alloclassic rasps. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is cmp-(B)(4).

Event description:
It has now been reported that the revision surgery was performed on (B)(6) 2017.

Manufacturer narrative:
The manufacturer did not receive the device for investigation. It was mentioned that it was discarded. No surgical report or x-rays were provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an alloclassic, sl stem, offset, uncemented, 1, taper 12/14 on (B)(6) 2011 on the right side and was revised on an unknown date due to stem loosening. The acetabular and femoral components were removed and replaced. Note: as the date of the revision surgery is unknown, the field was left empty.